Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. Reason for revision was not provided.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Litigation papers allege the patient suffered pain, weakness, difficulty with simple daily living activities and increased metallic ions in his bloodstream as a result of implantation with the asr hip implant. It is also alleged that he was injured by excessive levels of chromium and cobalt in his bloodstream. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.